Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose after (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 39 mg/dl after the initial incident and received emergency medical assistance. The customer was at 385 mg/dl at the time of the call. The customer experienced symptoms such as loss of lucidity, hallucinations, coma, and inability to walk. The customer was wearing the insulin pump during the incidents, but was off the pump while hospitalized. The customer reported their pump drive support cap was flush. Troubleshooting was completed but did not resolve the issue. The customer received a battery out limit alarm and a displayable history crc check failed on start up alarm, but was able to clear the alarms. The customer wears a pacemaker. The customer's blood glucose without the pump was 400 to 500 mg/dl. The customer has lost confidence in their current pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The device was programmed with correct time and date and monitored for 3 days and no other alarms were noted.